Manufacturer narrative:
(B)(6). An in-house investigation confirmed that the drug mifepristone causes interference/cross-reactivity with the architect estradiol assay leading to falsely elevated estradiol results. A product correction letter was issued on 05feb2019 to all architect estradiol and alinity I estradiol customers who received one of the impacted lots. The product correction letter informs the customer that patients undergoing mifepristone therapy should not be tested with the architect estradiol or the alinity I estradiol assays for up to two weeks post their last dose. It also instructs the customer to review the letter with their medical director. The architect and alinity estradiol package inserts will be updated to include new information regarding interference/cross-reactivity between the architect and alinity estradiol assays and the drug mifepristone.

Event description:
The customer obtained a falsely elevated architect estradiol result for a (B)(6) female patient following a miscarriage. On (B)(6) 2020 the patient sample generated results of 33 pmol/l on the architect, 81 pmol/l on mindray and 443.9 pmol/l on the roche assay. A new sample was collected on (B)(6) and generated an elevated result on architect of 1268 pmol/l and lower results on midray 70 pmol/l and roche 308.5 pmol/l. There wasno reported impact to patient management.